Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier: (B)(6). Product code: hsz, gfa, gff investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during placement surgery, the screw was placed in the bone. It was measured by the depth gauge and the drill bit mounted on the wooden handle was passed, manually drilled and the drill bit broke. The screw was able to be placed. When using the same placement procedure, the second screw the second drill bit broke. This is report 1 of 2 for complaint (B)(4).